Event description:
Arjo received incident report from ansm describing three similar events with participation of arjo maxi sky 44 ceiling lift and non arjo reacher (accessory used to hook the ceiling lift to the track). The events occurred during the transfer of the resident using the maxi sky 440 ceiling lift. The reacher disconnected and fell to the resident. In this reported case, the patient sustained a minor wound to the head. The other two events were reported under the manufacturer's report numbers: 9681684-2024-00017; 9681684-2024-00018.

Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions of the investigation.

Event description:
Arjo received incident report from ansm (french authority) describing three similar events with the participation of maxi sky 440 ceiling lift and reacher (accessory used to hook the ceiling lift to the track). The events occurred during patient transfers using the maxi sky 440 ceiling lift. The reacher rod disconnected and fell to the resident. As a consequence, the patient sustained wound to the head. The other two events are registered under the manufacturer's reference numbers: 9681684-2024-00017; 9681684-2024-00018.

Manufacturer narrative:
The maxi sky 440 is a portable ceiling lift that can be moved along rails. The reacher is an accessory used to facilitate connecting the ceiling lift to the rail. This accessory consists of two magnetically connected components: the hook and the reacher rod. To connect the ceiling lift to the rail, the reacher hook must be attached to the ceiling lift carabiner and then to the rail trolley. According to the instructions for use dedicated to the reacher, the patient can be raised when the reacher rod is removed and placed in the dedicated cart. In the reported event, the reacher rod was not disconnected after attaching the ceiling lift to the rail, as required. Consequently, during ceiling lift movement, the reacher rod disconnected and fell. The manufacturer of the involved ceiling lift conducted simulations to explore scenarios leading to reacher rod detachment. Tests confirmed that the reacher rod can detach during transfer, especially if it is only partially mounted to the hook¿s magnet. The training was conducted to remind facility staff of the correct ceiling lift system usage (removing the reacher before transfer) to ensure safety. In summary, the arjo device was used for a patient transfer when the event occurred and played a role in the event. There was no malfunction of the arjo device identified during the evaluation, however it failed the performance specification as the reacher rod detached. The complaint decided to be reportable due to reacher detachment that may cause serious injury during hitting the user. In the reported case, the patient sustained wound to the head.

Manufacturer narrative:
The process of gathering and analyzing information is ongoing. The results will be provided when the investigation is completed.